Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ also, "use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer reused the same cartridge for the 3rd time, loaded 400 units of humuilin, and then noticed the cartridge leaking from the bottom of the canister. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.